Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that two joint prep kits and the 2.5 drills both got stuck in the drill guide. Surgeon was extra careful after the first one got stuck and the second drill still got stuck in the second drill guide.

Manufacturer narrative:
The reported event could be confirmed since an image provided does show the drill has jammed in the guide barrel. However, no conclusion can be drawn based on the image alone. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that two joint prep kits and the 2.5 drills both got stuck in the drill guide. Surgeon was extra careful after the first one got stuck and the second drill still got stuck in the second drill guide. The drill seems to get jammed into the drill guide, with the second joint prep kit the surgeon even made sure she didn't press down into drill guide or go off angle and the drill still got stuck into the drill guide. No debris, the drilling was stopped as soon as the drill got jammed. Event was resolved by the use of a different drill and drill guide from the variax set. Midfoot fusion was the indication and/or diagnosis that led to this patient¿s procedure. Patient had normal bone quality. No medical interventions, surgical delays, or additional patient adverse consequences. No other instruments/implants were used in combination with the affected instruments that may have contributed to this event.